Event description:
Additional info received from MFR on 01/05/1999: initial testing confirmed that the device could not be interrogated and that the battery was severely depleted. Additional testing noted electrical overstress damage to the high-power hybrid had occurred. Other components also showed electrical overstress damage. It was concluded that the battery depletion and loss of telemetry were secondary effects of overstress failure in the high voltage hybrid.